Event description:
Physician performed to-oi approach using reusable spiral trocars. As physician pulled the sleeve through the tissue, the sleeve shredded broke in half. Physician removed the sling and replaced it with 2nd gmd sling.

Manufacturer narrative:
Method: device is available. Results: investigation ongoing. Conclusion: no conclusion can be drawn at this time. Supplemental MDR will be submitted.